Manufacturer narrative:
During visual and 10 x magnification inspection of the returned navigator® certain® implant mount, the mount was confirmed to be fractured at the connecting tip. The reported fracture was confirmed. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.

Event description:
The dentist reported that implant mount fractured when screwing the implant. The surgery was complete with another implant and another implant mount.